Manufacturer narrative:
(B)(4). As the date of the event onset was reported as unknown; however, the date of hospitalization was reported as (B)(6) 2015, henceforth this will be the date of onset. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by loose stools. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with injection reflin 500 mg (route, frequency, and duration not reported) and injection fortum 500mg (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.